Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a 50 unit minimum fill notification after filling the cartridge with 240 units of insulin. No further information was provided. Multiple follow-up attempts were made; however, the customer did not respond.